Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 29july2019. Biomedical engineer confirmed the reported problem. No problems were found with the device and there was no harm to the patient. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer stated that the patient disconnect alarm will not clear. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.